Event description:
It was reported the patient experienced uncomfortable stimulation. The patient's pain pattern is located in her right hand, and the lead is implanted in the patient's forearm. However, the patient began noticing painful sensations around the incision site in her forearm when amplitude is turned up halfway. Reprogramming was able to provide effective stimulation coverage, but the painful sensations are ongoing. The patient does not desire to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.